Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) during atrial arrhythmia. It was noted that the right atrial (ra) lead had intermittent undersensing. Follow up with the physician office yielded no further information. The device and lead remain in use. No further patient complications have been reported as a result of this event.